Event description:
Pt with ddd pacemaker which was found to be elective replacement indicator and intermittent pacing at maximum output, asystolic pauses, and loss of consciousness was referred for pacemaker revision. Leads were disconnected and tested. The atrial lead was not sensing and no impedance could be recorded. The ventricular lead is on the alert list per MFR. The pulse generator was at end of life. A new generator and leads were implanted without problems or complications.